Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that vasopressin 100ml was hung at 2230 and set to infuse at a rate of 9ml/hr. However, the bag was found empty at 1250. The patient's mean arterial pressure stayed around high 50's to low 60's and the heart rate stayed at the same rate around 105-115. There was patient involvement but no harm.